Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 09/16/2015. The fse confirmed there was a spike on the wbc histograms causing the aperture alerts and region flags on patient samples. The fse found the hemoglobin (hgb) lamp was causing electronic noise and generating aperture and region flags on patient samples. The fse replaced the hgb lamp, resolving the issues. The repairs were verified per established service procedures. The beckman coulter internal identifier for this report is (B)(6).

Event description:
The customer reported a coulter ac&#29984;diff 2 analyzer generated white blood cell (wbc) and differential (diff) aperture alerts along with diff region flags on patient samples. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
The device manufacture date provided in the initial report was found to be incorrect; the corrected date is provided in this follow-up report.